Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump did not beep during the tone test. Customer reports they are having trouble hearing the beeps. The customer blood glucose was 9.0 mmol/liter. The customer was advice that the pump will need to be replaced. Advice to revert to backup plan per health care professional instruction. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing.